Event description:
It was reported to boston scientific corporation that during an anterior and posterior pelvic floor repair procedure using the pinnacle pfr kit, the physician realized he misplaced two of the mesh legs in the posterior dissection. The physician removed the pinnacle device because he had cut the mesh legs off at the sheath and couldn't reposition them. He completed the procedure using kelly plication with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR date and expiration date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.